Manufacturer narrative:
The device was not returned for evaluation. Complaint history and product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported during intraocular lens (iol) implant procedures, the cartridges that were being used cracked. There was patient contact. Additional information was requested.

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer indicated the use of an unspecified lens, an unspecified handpiece and viscoelastic. Without the lens and handpiece model and viscoelastic it cannot be determined if this is a qualified combination. The manufacturer internal reference number is: (B)(4).